Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera elite iii video system center that error code communication error e226 appeared on the monitors and the image was black for a short time during an unknown procedure. The error code e226 occurred when the monopolar device was used/activated, and the screen went black. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
Additional information related to h10 has been provided below). The suggested event is preventable by handling the device in accordance with the following sections of the instructions for use: [3.4 connection to the ac mains power supply] ·do not connect the power plug to the 2-pole power circuit. Do not use a 3-pole to 2-pole adapter. It can prevent proper grounding and cause an electric shock. ·do not extend a single healthcare facility grade wall mains outlet into multiple outlets for connecting the power cords of both the electrosurgical unit and video system center. Otherwise, malfunction of the equipment may result. [6.1 precautions for operation] ·use only olympus high-frequency electrosurgical equipment with this unit. Non-olympus equipment can cause interference on the monitor display or a loss of the endoscopic image. Before using high-frequency electrosurgical equipment, be sure to install and connect the equipment according to its instruction manual and make sure that the noise does not affect the observation and surgical procedures. If high-frequency electrosurgical equipment is used without such confirmation, patient injury may result. Also, it is described in [10.2 troubleshooting guide] that when the device that generates high-frequency wave is close to the processor, sometimes noise on the image occurs, and as a coping method against that, it is explained that the devices should be separated from each other. Therefore, there is a possibility to prevent the defect by placing the high-frequency equipment away from the processor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was not duplicated during evaluation because the subject device was not returned. The root cause cannot be identified. Olympus will continue to monitor field performance for this device.